Event description:
The customer reported: "machine shut down at the end of the operating room case. Had to reboot the system". The fe noted this was an "intermittent loss of video". There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.